Event description:
It was reported that pump issued cartridge alarm 20 and had repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and use alternate insulin method if necessary, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place current pump in storage mode and return it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.